Manufacturer narrative:
The customer service center specialist (csc specialist) checked instrument logs via abbott link and assisted the customer, over the phone, in the troubleshooting of the instrument. While checking the instrument, the customer discovered a broken cuvette. The customer replaced the damaged cuvette; aero cuv pr dry (list number 09d33-03) which resolved the issue. A review of the analyzer¿s service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant calcium results since the current complaint. Tracking and trending was reviewed and did not identify any trends for the aero cuv pr dry (list number 09d33-03) and no similar issues for the discrepant results as described in the complaint. The device history record review on the architect c analyzer did not show any potential non-conformances, or deviations. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased calcium result for a patient while running on the architect c16000 processing module. The following data was provided (customer¿s reference range: 2.15-2.60 mmol/l): on (B)(6) 2020, sid (B)(6) = initial result = 1.487 mmol/l, repeat result = 2.314 mmol/l there was no impact to patient management reported.